Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving calibration error alerts, change sensor alerts, calibration error alerts, and inappropriate threshold suspend alarms. She also reported that the sensor had given inaccurate readings and that some of the cannulas were bent. The blood glucose reading was 130 mg/dl when the sensor glucose reading was 60 mg/dl. Nothing further was reported.